Manufacturer narrative:
Evaluation of the returned device could not be completed due to air in line alarm displaying. Replaced air detector. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device alarms "air in line detected". No patient injury was reported.